Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother stated that the "sensor wire did not insert deep enough into the skin and fell out." Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.